Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient called in stating they needed help and stated they are dying. They stated they were discharged from the hospital last night. This was all of the information that was obtained.